Event description:
Manufacturer's rep reported pt required hospitalization in the ICU due to loss of consciousness the day after the infusion system was implanted. The pt had undergone a successful screening trial with morphine at either 0.5mg/day or 0.6mg/day. The new pump was implanted with 5mg/ml morphine, and was programmed to deliver the recommended priming bolus to fill the volume of the empty tubing with drug. In addition to the priming bolus, the physician ordered a therapeutic bolus of 0.5mg to be given to the pt. The pt was discharged from home, and was found unresponsive by his wife the following morning at which time an ambulance was called and the pt was admitted to the ICU for an unknown duration. The pump reservoir was aspirated of drug and filled with saline. The aspirated drug was sent for testing to confirm concentration. Manufacturer's rep reported the pt is currently doing well. Follow up info regarding the details and interventions associated with this event have been requested from the hcp, and a follow up report will be sent when new info is rec'd.